Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's infusion set site was ripped out. Blood glucose (bg) level was impacted (314 mg/dl) and was addressed with a correction bolus, via the pump. The customer was able to apply an infusion set site and resume insulin delivery. The customer was unable to provide infusion set information.